Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to fill the tubing multiple times but was unable to observe drops exiting the tubing. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer was able to load a new cartridge and infusion set successfully and resume insulin delivery.